Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 444 mg/dl. Customer¿s mother stated that customer threw up 4 times last night and tested positive for high ketone. The insulin pump will not be returned for analysis.